Event description:
During a routine shift check of the device by a clinician, the unit does not detect external paddles when they are attached. The complainant indicated that there was no patient involvement in the reported malfunction.